Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and difficult to remove. This information was received from various sources. This malfunction involved three patients with no reported consequences. The three patients ranged from 29 to 47 years of age. One patient's weight was reported as (B)(6) lbs. All three reported patients were female. All other details of the patients were not provided.